Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed unresponsive keys, cracked battery compartment, moisture corrosion and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: keypad cover is torn between 'up' and 'down' button and all keypad buttons are unresponsive due to moisture ingress. Keypad leak was found during testing.. Removed keypad cover to check the condition of contacts, contamination was visible under all key contacts. The battery compartment has a crack at the pump case seal. Dim pink display screen is found. Open the pump cover to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text.